Manufacturer narrative:
Investigation conclusion: tested 5x retained and 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate with retained and returned devices. Source: phone.

Event description:
Reported 29 false positive flu b results out of 1732 tests, patients were symptomatic. The customer communicated the results were negatives by another rapid antigen assay.